Manufacturer narrative:
The lens was returned in the replacement lens case. Viscoelastic and blood are observed. The lens has been cut into two pieces. Power and resolution cannot be evaluated due to the optic damage. The root cause for the reported issues could not be determined. During the manufacturing process, each lens is subjected to a 100% assessment of the power and optical resolution in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample product was not returned for analysis. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that after an intraocular lens (iol) was implanted it was removed 1.5 months later due to the patient could not see properly/ decreased vision. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
In a follow up, the reporter indicated that the patient had extreme halos, yet the distance and near vision was good. The surgeon blames the multifocality of the iol for the halos. The patient's issues were improved after the lens exchange.